Event description:
It was reported that during a thoracoscopic pneumonectomy, the tip of the device was broken off and fell inside the patient. The broken piece could not be retrieved, so informed consent was obtained from patient¿s family and the procedure continued. Another device was used to complete the case. There has not been any change in post op care of patient and the patient is stable.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: were any issues noted with trocar before use in procedure? The jarring sound of something rubbing was heard whenever the forceps was inserted or removed. When the trox was removed, the trocar was broken. Where was trocar inserted (anatomical location)? The trocar was inserted between ribs. What was the anatomical location of the trocar when it broke? The patient was quite obese. When the trocar floated several times, the trocar was inserted again into the intercostal space. Is it believed the trocar broke during insertion? Or was the trocar broken when manipulated during the procedure? The trocar was broken when the trocar was removed. What instruments were inserted down the trocar? Forceps and the trocar. Were instruments excessively manipulated during the procedure? No further information is available. Were the trocars reprocessed? Yes or no, no. If yes, were the trocars reprocessed in house (meaning at the hospital account)? Or were trocars reprocessed through an external vendor (and if so, which vendor)? Has there been any post-op medical or surgical intervention required? No. If so, what specifically was the medical or surgical intervention? Has there been any alteration of post-op patient care? No. If yes, please describe. What is the current status of the patient? The patient is stable. Additional information: some pieces of broken trocar were retrieved via a trocar. But, if all pieces are retrieved, the procedure should be converted to open. And so, during the procedure, dr consulted with assistant director and got the approval from the patient's family, and dr continued the procedure by laparoscopic. Is video of procedure available? No. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to obtain additional information and to retrieve the device. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent: what is meant by "the jarring sound of something rubbing was heard whenever the forceps was inserted or removed?" Was there difficulty inserting forceps into and removing forceps from the trocar?

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: were any issues noted with trocar before use in procedure? The jarring sound of something rubbing was heard whenever the forceps was inserted or removed. When the trox was removed, the trocar was broken. Where was trocar inserted (anatomical location)? The trocar was inserted between ribs. What was the anatomical location of the trocar when it broke? The patient was quite obese. When the trocar floated several times, the trocar was inserted again into the intercostal space. Is it believed the trocar broke during insertion? Or was the trocar broken when manipulated during the procedure? The trocar was broken when the trocar was removed. What instruments were inserted down the trocar? Forceps and the trocar. Were instruments excessively manipulated during the procedure? No further information is available. Were the trocars reprocessed? Yes or no, no. If yes, were the trocars reprocessed in house (meaning at the hospital account)? Or were trocars reprocessed through an external vendor (and if so, which vendor)? Has there been any post-op medical or surgical intervention required? No. If so, what specifically was the medical or surgical intervention? Has there been any alteration of post-op patient care? No. If yes, please describe. What is the current status of the patient? The patient is stable. Additional information: some pieces of broken trocar were retrieved via a trocar. But, if all pieces are retrieved, the procedure should be converted to open. And so, during the procedure, dr consulted with assistant director and got the approval from the patient's family, and dr continued the procedure by laparoscopic. Is video of procedure available? No. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to obtain additional information and to retrieve the device. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent: what is meant by "the jarring sound of something rubbing was heard whenever the forceps was inserted or removed?" Was there difficulty inserting forceps into and removing forceps from the trocar?

Event description:
It was reported that during a thoracoscopic pneumonectomy, the tip of the device was broken off and fell inside the patient. The broken piece could not be retrieved, so informed consent was obtained from patient¿s family and the procedure continued. Another device was used to complete the case. There has not been any change in post op care of patient and the patient is stable.

Manufacturer narrative:
(B)(4). Batch # unk. H2: additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo showed a sleeve broken off from the bottom side/inside of a petri dish. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Please see the hands-on device analysis below. Investigation summary upon visual analysis of the returned sample, it was determined the b12lt device was received with the tip of the sleeve broken. In addition, a piece of plastic from the sleeve was returned inside of a petri dish. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.